Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® certain® implant 4 x 10mm (ioss410) and one osseotite® certain® implant 4 x 8.5mm (ioss485) were returned for investigation. Visual evaluation of the as returned products identified signs of wear and fracturing across the threads. Only the top fractured portions were returned. Device history record (DHR) review was completed for the subject lot number 2015080419 and 2015101473. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015080419) and (2015101473) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided.

Event description:
It was reported that the implant at tooth site 4 fractured at the neck portion, only the top portion was returned by the doctor. Bottom part was aspirated by the machine after removal.